Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Reporter address: (B)(6).

Event description:
It was reported that on (B)(6) 2022, the patient was admitted for pulmonary embolism or bleeding. The patient's anticoagulant therapy was adjusted. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additional information revealed that the hospital was contacted for the information and would not provide any additional information related to the event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook are currently available. Section 1, ¿introduction,¿ lists bleeding, and thromboembolic events as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.